Event description:
A hospital in (B)(6) reported that the water in an mr290 autofeed humidification chamber became discoloured and that there is particulate matter in the chamber water. This was found during use on a patient and was reported to the FDA with (B)(4). No patient consequence was reported. The hospital further reported that there were two previous separate incidents with water discolouration. These were not reported to fisher & paykel healthcare and no further details were provided.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was not returned to fisher & paykel healthcare (fph) for evaluation. Therefore our investigation is based on the information provided by the hospital and previous investigations of similar complaints. Results: the hospital reported that an aerogen nebulizer was included in the set up and was placed between the ventilator and the mr290 autofeed humidification chamber (on the dryline). Three doses of aerosolized medication were administred to the patient over a period of 24 hours. They further mentioned that a toxicology report of the discoloured water, that was present in the chamber, stated that "no significant metals/metalloids were found", the sample was "consistent with water". Conclusion: previous investigations of similar complaints have identified that the discolouration of water and any particulates in the chamber is the result of nebulised drugs entering the chamber. This is due to the placement of the nebuliser between the chamber and ventilator. To avoid rain out of nebulised drugs in the humidification chamber, fph recommend that users place nebulisers close to the proximal end of the breathing circuit. Previous investigations revealed no fault with the mr290 autofeed humidification chamber. Our testing in this regard revealed that placing the nebuliser between the ventilator and the humidification chamber does not adversely affect the humidifier's operation. The hospital reported that the patient did not experience any harm from this event and has since been discharged. All chambers are pressure tested and visually inspected before leaving the production facility. Any chamber that fails is rejected. The user instructions that accompany the mr290 autofeed humidification chamber state the following: "ensure there is a water supply connected to the chamber and that water is present within the chamber." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms".